Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The carefusion field service representative (fsr) reported no o2 (oxygen) coming into the suspect device. The carefusion fsr determined the alleged faulty components as the o2 blender and main pcb (printed circuit board) kit. The carefusion fsr replaced the o2 blender and defective main pcb kit, ran uvt (user verification test) and reported the unit meets factory specifications.

Event description:
The customer reported while using the vela ventilator, the fio2 (fraction of inspired oxygen) is out of range. There is no patient involvement associated with the event.